Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range before and after the patient sample was run. The customer provided ccc with qc data, which indicated results were within range. The customer confirmed the issue was a labeling error. The labelling error was due to a sample mix-up by the phlebotomist. The cause of the discordant, false negative lhcg result was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (lhcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The physician did not see the false negative result until the patient came in for a routine appointment and the patient's blood work was checked. The physician performed a routine ultrasound which confirmed the patient was pregnant. The ultrasound was not performed as a result of the false negative lhcg, as the physician knew the patient was pregnant. The physician requested a redraw. The new sample was tested on the same instrument, resulting positive. The corrected result was reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant, false negative lhcg result.